Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can specific patient demographics be provided for the subjects of this article? What are patient pre-existing conditions, specific medical/surgical intervention? Were these cases previously reported? Is the product code and lot number available for any of the ethicon devices used? Is the lot number available for any of the devices used? Were there any injuries with the 5 needle sticks? What was indicated to treat the needle sticks? Can you provide specific dates and information for the needle sticks?

Event description:
It was reported in a journal article that the patient underwent a total knee arthroplasty procedure on unknown date and suture was used for subdermal arthrotomy closure in interrupted buried fashion. At second week and sixth week postoperative appointments, the patient possibly presented simple stitch abscess and adjacent cellulitis, requiring antibiotics. It was possible that the patient experienced the infection grade ranged from no infection to simple stitch abscess, to surrounding cellulitis, to accompanying lymphangitis and/or to sepsis with systemic symptoms. It was also reported that the needle stick of surgical staff possibly occurred intra-operatively. Additional information has been requested.